Event description:
Through implant patient registry it was learned that a 23mm 3300tfx valve in the aortic position, was explanted after an implant duration of six (6) years, six (6) months due to pseudoaneurysm with aortic graft leak. The explanted valve was replaced with a 23mm 11060a valved conduit. Per medical records, patient presented with chest and backpain. Cardiac workup revealed the prosthetic aortic valve with coaptation and no evidence of stenosis or insufficiency, and an endoleak vs contained rupture of the distal aortic graft. Patient underwent redo avr with root replacement using a 23mm konect avc, pulmonary artery repair and total ascending aortic arch replacement. Post-op tee had no signs of pvl or insufficiency. The patient was transferred to ICU and discharged on pod#8.

Manufacturer narrative:
H10: additional manufacturer narrative: on occasion the device may be explanted with no evidence of malfunction and is otherwise performing as intended. Such as for aortic graft replacement, to enlarge aortic root, repair fistula, control bleeding/coagulopathy or other non-device related reason. In these events, the device may require removal to control bleeding or to facilitate repair of the injury. The event is not related to the device and therefore is not considered serious injury. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 23mm 3300tfx valve in the aortic position, was explanted after an implant duration of 6 years, 6 months due to unknown reason. The explanted valve was replaced with a 23mm 11060a valved conduit.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.